Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10727. It was reported that guidewire entrapment occurred. Vascular access was obtained via the right side. The 72% stenosed, 21mm in length, 40mm in diameter, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). The lesion contained a <=45 degrees bend. After a pt2 guide wire was crossed the lesion, pre-dilatation was performed with a maverick balloon catheter, leaving 41% residual stenosis in the lesion. Then a 24x4.00 rebel stent was advanced to the lesion but the device was difficult to advance. When the device was removed, it was noted that the guide wire and the stent were all retrieved together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.